Event description:
The field service engineer reported that during performance verification test (pvt) the unit failed the power fail test. The field service engineer reported that the unit was not in use on patient.